Manufacturer narrative:
Correction: the device evaluation should have been captured and reported in the supplemental MDR, however, it was inadvertently not provided. The following information has been provided. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct400 16.5 diopter intraocular lens (iol) was implanted on (B)(6) 2017. The lens was later explanted on (B)(6) 2017, to change the diopter size and because the lens rotated. The lens was discarded. No additional information was provided.

Manufacturer narrative:
Additional information received reported the lens rotated 30 degrees. Also, the lens was replaced with a zct600 16.5 diopter intraocular lens (iol). The patient needed a higher diopter lens. There was no incision enlargement, vitrectomy, or complications reported. The patient is reportedly happy. No additional information was reported. All pertinent information available to abbott medical optics has been submitted.